Event description:
Ous MDR - after an implantation time of about 59 months inappropriate shocks were reported. The device and lead were returned for analysis.

Manufacturer narrative:
The ICD was first subjected to a visual inspection after receipt at our facility. During which, signs of wear and flash over were detected on the ICD housing. The pointed spots of locally melted titanium suggest flash over during shock delivery between the housing and the hv-1 lead cable, which was confirmed with the observed damage to the lead insulation found during lead analysis. The ICD was then subjected to interrogation. Device status was eri. The ICD had been implanted for 59 months and it had recorded 248 charging procedures. The charge from the battery was checked. The battery depletion was as expected. The ICD memory was checked. Review of the available iegms showed interfering signals in all recordings on the ventricular and far field channels that led to multiple shock delivery, which reflects the clinical observation. Device sensing capabilities were then checked, and these were noise-free. The ICD recorded the provided signal without any interference. In the next step, the ICD therapy capability was checked. The anti-bradycardia output signal was perfect and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was also normal. There was no indication of a device malfunction.